Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. The customer has to wiggle the cable to charge the pump. Customer confirmed that the pump is still functioning as intended and there were no other issues with performance. There was no impact to the customer's blood glucose level.